Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with an right ventricular (rv) lead and a pacemaker declared a signal artifact monitor (sam) episode and a safety switch with high, out of range (oor) pacing impedances. The minute ventilation (mv) feature was disabled due to the sam episode. Also, non physiological signal was observed after the mv feature was turned off. Origins for the oor rv pacing impedances were discussed and an outer conductor issue was considered. The patient is not pacing dependent and is 0% ventricular paced. Device reprogramming was recommended as well. The system remains implanted at this time. No adverse patient effects were reported.